Event description:
Post anterior cervical discectomy and fusion at c5-6 and c6-7 for right arm symptoms. She was stepping off the bleachers she missed a step, causing her to land hard and jar her spine. Since that time she has had left shoulder pain. She denies numbness, tingling and weakness of her upper extremities. She denies changes in bowel or bladder habits and does not have difficulty balancing. In 2008, x-ray of the cervical spine was performed, at which time dr reported that "the bone graft is not as well visualized. I cannot completely exclude a fracture of the c5-6 bone graft". At this time, an x-ray was obtained of the cervical spine, which revealed a fractured graft at c5-6.